Manufacturer narrative:
Continuation of d10: product ID: 977d260 lot#serial#: (B)(6), implanted: on (B)(6) 2019, explanted: on (B)(6) 2019, product type: screening device, product ID: 977d260, lot#serial#: (B)(6), implanted: on (B)(6) 2019, explanted: on (B)(6) 2019, product type: screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977d260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: screening device. Product ID: 977d260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient via manufacturer representative (rep). It was reported that the patient¿s trial lead was placed on (B)(6) 2019 but on (B)(6) 2019, the patient twisted fast and felt a heavy stimulation in their legs. The heavy stimulation made the patient unsteady and he fell fracturing his hip and wrist. The patient went to the emergency room (ER) and the trial physician was notified. Surgical intervention on the fractures to take place per patient. There were no further complications reported or anticipated.